Event description:
It was reported that the pt underwent an l4-5 fusion with posterior rod fixation at l3-5. The pt was reportedly experiencing pain, and a revision surgery was performed to extend fusion to l3-4. During the revision, the surgeon noticed the cable of both rods were broken and replaced the rods. No further pt complications were reported.

Manufacturer narrative:
Device has not been returned to medtronic for evaluation. Unable to determine cause of the event.